Event description:
It was reported that during right ventricular (rv) lead implant procedure, perforation of the right ventricle occurred. The rv lead was removed and replaced with a different lead. Patient was referred to emergency heart surgery. Subsequently, patient was discharged in well condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.